Event description:
A report was received that the patient's ipg was sideways in the pocket and she was experiencing discomfort at the ipg site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's ipg was sideways in the pocket and she was experiencing discomfort at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50 serial # (B)(4) description: linear 3-4 lead 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and is reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility. (B)(4) 2012.